Event description:
It was reported that the large suturecut needle driver instrument cable broke at the distal end during a da vinci si sacrocolpopexy with hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute an MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.